Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was stuck in the header. The lead was damaged during removal efforts and a new atrial lead was implanted an interfaced to the replacement device. No adverse patient effects were reported.